Event description:
It was reported that the patients dressings were causing severe rash and patient was experiencing inadequate pain relief. It was also noted that one of the leads came out on its own while the other lead was cut by the patient. No signs of infection or complications. The physician prescribed antibiotics and the patient underwent a lead pull procedure. The explanted leads were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred within the first 24 hours from the trial procedure.